Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported event. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: the product is intended for use by physicians trained and experienced in diagnostic, interventional and surgical techniques. Standard techniques for placement of percutaneous catheters should be employed. This catheter is not intended for use in patients who are not suitable for peritoneal dialysis. Potential adverse events: hernia infection (exit site and tunnel). How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile is package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from packages, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned and the results of the investigation, the investigation conclusion for the complaint is ¿known inherent risk of device.¿ both herniation and infection are listed in the product labeling as potential adverse effects. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common device name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. [(B)(4)].

Event description:
It was reported in the pediatric nephrology journal dated 07feb2003 that a patient developed a small bowel herniation and gangrene after the removal of a 9.5 french tenckhoff neonatal peritoneal dialysis catheter. The seldinger technique was used to place the tenckhoff catheter on the left side of the abdomen. After 5 days, the patient's renal function improved, the catheter was removed. On the following day (6th day post-placement), a 10 cm-segment of cyanotic small intestine was noted to protrude from the catheter exit site. The patient was diagnosed with incarcerated small bowel and was taken to surgery 90 minutes later. A resection of the small bowel that was not viable was performed. Histopathology confirmed gangrenous changes in the portion of the bowel that was removed. The patient was then transferred back to the pediatric cardio-thoracic team with recommendation to close the ileostomy after further cardiac surgery.